Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the device had impedances between 700 and 850 ohms when using electrode 0 as the reference electrode. The group impedance was 313 ohms at 13.070 milliamps with electrodes 0, 1, 2, and 3 programmed. They were getting 600 to 800 ohms with electrodes 1, 2, or 3 used as the reference electrode. They tried to program the patient but as they increased stimulation even by 0.1 the patient was getting a burning pain and a burning sensation at the implantable neurostimulator (ins) site. The stimulation amplitude level was set at 6.50 volts. The patient was not getting pain relief for their foot. They had tried using other combinations of electrodes to program the patient but were not successful in getting stimulation for the patient's foot. The patient was having these issues whether sitting down or laying. The patient met with a manufacturer representative on (B)(6) 2015 and it was noted that the shocking sensation had subsided and the stimulation was where they needed it. The patient was indicated for spinal pain.